Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 42% in september 2021 to 14% currently. Premature battery depletion was suspected. Engineering review of the available device data confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. It was noted that the device could declare elective replacement indicator (eri) and end of life (eol) battery status within that time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. This report will be updated when additional information is received.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 42% in september 2021 to 14% currently. Premature battery depletion was suspected. Engineering review of the available device data confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. It was noted that the device could declare elective replacement indicator (eri) and end of life (eol) battery status within that time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 42% in september 2021 to 14% currently. Premature battery depletion was suspected. Engineering review of the available device data confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. It was noted that the device could declare elective replacement indicator (eri) and end of life (eol) battery status within that time, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.